Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg result on one patient. The results provided were: sid(B)(6) on (B)(6) 2017 = 439.29iu/l / on (B)(6) 2017 new sample same patient sid (B)(6) = <1.20iu/l. The original sample was retested at this time on two different analyzers = 747.07 and 800.91iu/l. The customer located an edta sample from this patient from the original draw and it generated a b-hcg = <1.20iu/l on both analyzers. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Evaluation of complaint data for the architect total b-hcg, list number 7k78-30, lot number 69143ui00 determined that there is no unusual activity for the lot and no trends for the issue for the product. Accuracy testing was performed with a retained kit of lot 69143ui00 and panels which mimic patient samples. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of the customer's instrument logs did not identify any information to indicate a sample integrity issue occurred for the positive result at the time of testing. However, instrumentation issues could potentially be a factor as the history log showed a number of aspiration errors on the day of testing and some also occurred during the time the sample was being tested. Historical performance in the field of the lot using worldwide data through abbott link was performed. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and confirms no systematic issue for lot 69143ui00. A review of labeling concluded that the issue is sufficiently addressed. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.